Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling and power cycling without duplicating the report. The defib receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The multifunction cable was not returned as part of this investigation. It is recommended to discard the mfc used in the event to prevent recurrence. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.